Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump had broken battery tube threads, cracked belt clip slot at the battery tube threads area, a cracked reservoir tube lip and a cracked case at a display window corner.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported by the patient that their insulin pump is giving excessive no delivery alarms and a lose drive cap. The patient's blood glucose level was 378mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.